Event description:
It was reported that: post device deployment in the left common femoral artery, the patient had continued bleeding. Surgeon performed a cut down. The device looked to be deployed as it should but with continued bleeding the surgeon explanted the device and sutured the artery and skin to close. Patient was reported as "fine" post procedure.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up investigation will be submitted after investigation.

Manufacturer narrative:
One 14f manta closure, one blue lock advancement tube, and one collagen plug (collagen, anchor, radiopaque lock) were returned for investigative purposes. Blood particulates were noted on the unit. The lever was in the activated position, and the collagen plug appeared to be completely intact. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, a 14f manta was deployed for closure in the left common femoral artery. The patient weighed 120 lbs with a bmi of 16.75 kg/m2. A central positioned access was achieved utilizing ultrasound. The arteriotomy was greater than 7.5mm, with a depth measurement of 1cm + 1cm, and no calcification or tortuosity present. No issues were encountered advancing or withdrawing procedure sheaths. Following deployment, the puncture site continued to bleed, and the physician choose to do a surgical cut down. During the surgical intervention the physician noted even though bleeding continued, manta appeared to be positioned correctly. The manta was explanted, sutures were applied to address the bleed and seal the puncture, and the patient outcome post procedure was fine. The root cause of the bleeding post-deployment requiring surgical intervention is possibly due to the patient's low bmi, or potentially shallow depth measurement, potentially causing the manta implant not to catch on the vessel properly during deployment and causing an ineffective seal at the access site. However, due to insufficient information regarding the initial and deployment procedures, a root cause as to why the manta was not effective in achieving hemostasis requiring surgical cut-down is undeterminable. The IFU warns not use manta if the patient has marked cachexia (bmi <20 kg/m2). Precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include late arterial bleeding. Procedure requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. Additionally, if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary.